Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the non-critical alarm was sounding due to a low drug pump reservoir volume. This occurred during a hospital admission for pneumonia. The device system was used to deliver baclofen.